Event description:
The device was used during a laparoscopic ovarian cystectomy. It was reported the surgeon could not get the red arming button to remain engaged so that the trocar be safely inserted. Another 511s was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition obturator condition outer gasket condition, sleeve condition, and trocar condition; conforming. Reset button condition; good/unarmed. Stopcock condition; good/closed. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional; conforming. Analysis conclusion: based on the visual examination and the functional test, the instrument was found to be conforming and within design specifications. The instrument was re-armed and cycled repeatedly as designed and without incident. The knife can be activated by pushing the reset button and will return to an unarmed position if it is not engaged completely, which could be the reason this instrument was received unarmed. Each instrument is evaluated during the assembly process to ensure that it functions properly.